Event description:
In 2009, a procedure using a gore tag thoracic endoprosthesis was performed. After a gore introducer sheath with silicone pinch valve was advanced to the level of the celiac artery, the gore tag thoracic endoprosthesis was advanced through the gore introducer sheath with silicone pinch valve, but the forefront of the delivery catheter was stuck at the anastomosis area of the vascular graft. It didn't reach the target position. The physician chose to replace the wire for a stiffer wire to improve delivery of the catheter. The gore tag thoracic endoprosthesis catheter was pulled back twice. On the third attempt to pull the gore tag thoracic endoprosthesis back into the sheath, the edge of the device deployed slightly and could not be pulled back into the gore introducer sheath with silicone pinch valve. The physician attempted to pull both the gore introducer sheath with silicone pinch valve, and the delivery catheter back to the lower descending aorta. In doing so, the inner lumen of the descending aorta was damaged and had a slight dissection. The tag device was deployed and positioned at completely different area of the initial plan. The physician made a handmade stent graft during the procedure, and it was implanted in such a way that it overlapped the anastomosis part of the vascular graft and the gore tag thoracic endoprosthesis. Thus, the false aneurysm and dissection were repaired. The patient tolerated the procedure. The patient is doing fine.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions - the physician commented that he knew that it was not right to pull the tag delivery catheter back into the sheath, but he couldn't help it to replace the guide wire. Please note, additional device used in this event.